Manufacturer narrative:
Corrected data: d9&h3 (device returned for analysis), h6 (type of investigation, investigation findings). Updated results of investigation: the complaint used in treatment has not been completely returned. A visual evaluation of the returned part was conducted, and it was concluded that the proximal stem neck is fractured. The device is showing scratches around the proximal surface, probably originating from the extraction of the device. Additionally, signs of osteointegration are visible in the 5 typical holes of the sl stem and also more distally, some bone residues are visible. Due to the proximal scratches, the batch number is not readable. Material assessment has been performed, and it was concluded that most of the fracture surface was deformed plastically due to friction with its counterpart. Surface characteristics of fatigue crack propagation and ductile overload were observed. Due to the extensive plastic deformation of the fracture surface, the area of crack initiation cannot be determined. No batch number was communicated so the production history review was not possible. Due to an unknown batch number, the review of historical complaints was performed on product number basis only, revealing no additional complaints over the past 12 months with similar failure mode. Due to insufficient information, it is not possible to perform a review of past corrective actions. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. Insufficient information was made available to determine the revision of the IFU applicable to the device at the time of manufacturing. However, a review of the current revision was conducted and it revealed that the IFU (for mdd e.g lit. No. 12.23, ed 03/21) states implant component fracture of the component as a ¿potential medical device problem¿ in combination with the implantation of a hip prosthesis. Based on the available information it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution. The root cause of the reported event remains undetermined. The need for further actions is not indicated. Nevertheless, smith+nephew will continue to monitor this device for similar issues. The returned device will be retained.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3,h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after thr surgery had been performed on unknown date, the patient experienced a broken stem at the neck. This adverse event was solved by conducting a revision surgery on (B)(6) 2024. Patient's current health status is unknown. No further complications were reported.